Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR was performed and found no nonconformances. When the device was returned to mmdg, the pump was found to have a misaligned roller, which did cause the pump to under infuse, however, the pump did still infuse at a volumetric rate that mmdg would consider not reportable. Based on this information, no MDR would have been required.

Event description:
The initial reporter states that the pump was "not delivering formula and there was food left in the bag". Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. They did not provide any additional information. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and found no nonconformances. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump was "not delivering formula and there was food left in the bag". Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. They did not provide any additional information. (B)(4).